Event description:
There was an allegation of questionable sodium and calcium results from the roche 9180 electrolyte analyzer. Results were provided for six patients. Patient one's initial sodium result was 115 mmol/l. A repeat result on a cobas 6000 was 135 mmol/l. Patient two's initial sodium result on (B)(6) 2025 was 116 mmol/l, with a repeat result of 139 mmol/l. The patient's initial calcium result was 1.13 mmol/l, with a repeat result of 0.456 mmol/l. Patient three's initial sodium result on (B)(6) 2025 was 115 mmol/l, with a repeat result of 136 mmol/l. Patient four's initial sodium result on (B)(6) 2025 was 116 mmol/l, with a repeat result of 136 mmol/l. Patient five's initial sodium result on (B)(6) 2025 was 115 mmol/l, with a repeat result of 132 mmol/l. Patient six's initial sodium result on (B)(6) 2025 was 113 mmol/l, with a repeat result of 135 mmol/l. The questionable result for patient one was not released outside of the laboratory, as it was repeated because of the low result. It was not provided whether the other patient's results were released outside of the laboratory.

Manufacturer narrative:
The sodium electrode and calcium lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The root cause of the issue was related to a reference electrode manufactured by diamond diagnostics (dd ref electrode) used with the 9180 electrolyte analyzer. The reference electrode used (dd ref electrode) is covered by a roche initiated recall. Customers using the dd ref electrode were instructed to immediately stop using sodium (na) results from their 9180 analyzer. The affected reference electrode was not distributed in the united states. Customers in the united states use roche reference electrode and reference electrode housing. No further action is needed for customers in the united states.

Manufacturer narrative:
Images with the lot numbers for calcium and sodium were provided. The calcium lot number is 110734, and the expiration date was not provided. The sodium lot number is 407289, and the expiration date was not provided. The investigation is ongoing.